Manufacturer narrative:
A ge service representative performed an onsite investigation. The system battery was evaluated and replaced. A complete filament calibration was performed. The system was tested and found to be working as intended and returned to service.

Event description:
The customer reported that the system exhibited 'pre-charge voltage errors' upon system start up. This error is likely to prevent the system from booting to a usable state. No pt death or serious injury was reported related to this event.